Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2004 by arthroscopy, sports medicine, and rehabilitation titled "repair of type-2 slap lesions using corkscrew anchors. A preliminary report of the clinical results." The study reviewed fifteen (15) patients who underwent shoulder procedures using arthrex corkscrew to treat glenohumeral instability. Two (2) patients underwent further surgery during the twenty-five (25) month follow-up period. Ref: kartus, j., et al. (2004). "Repair of type-2 slap lesions using corkscrew anchors. A preliminary report of the clinical results." Knee surg sports traumatol arthrosc 12(3): 229-234.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.